Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9561-30s serial/batch number (B)(6) was received for investigation. Visual evaluation found damage along the thread. It was noted that the hex head geometry was damaged. The most likely cause for the reported failure is a user error. Per dfu-0189/ 8. Failure to achieve the appropriate torque requirements when tightening locking screws may result in the premature loosening of the device.

Event description:
On 6/8/2023, it was reported by a sales representative via email that a morse taper broke and the ar-9560-24-2 baseplate and ar-9561-30s central screw dissociated. The baseplate came out on the inserter, and the central screw was removed using the extraction tool. The case was completed successfully using a new ar-9560-24-2 baseplate and ar-9561-30s central screw. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2023. Additional information received on 6/12/2023: all the broken fragments were removed using extraction tools.